Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. Investigation site: (B)(4). Selected flow: damage. Visual inspection: the visual inspection has shown that the connecting screw is jammed in the spiral inserter and cannot released. Further investigation has also shown that the threaded tip of the connecting screw is broken off. The complained instrument has some hammer blows visible on the top as well heavy wear marks at the shaft. Dimensional inspection: due to the occurrence that the complained instrument is jammed / stuck in the spiral inserter the relevant dimensions cannot be verified anymore. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that a connecting screw is jammed in the spiral inserter and cannot released. Further investigation has also shown that the threaded tip of the connecting screw is broken off. The complained instrument has some hammer blows visible on the top as well heavy wear marks at the shaft. These indications led us assume that the device encountered unintended forces, such as excessive force application during insertion, which finally caused the post manufacturing damage. As the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps " drawing/specification review:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, during the procedure the retrograde femur nail was broken and got stuck so the blade of the instrument couldn't be turned. It was unknown if the procedure was completed successfully. The patient outcome was unknown. Concomitant device reported: connecting screw for inserter (part# 357.340, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) connecting screw for inserter. This is report 1 of 1 for (B)(4).